Event description:
A consumer implanted for failed back surgery syndrome reported they wanted to meet with the manufacturer's representative (rep) to have the implantable neurostimulator (ins) and lead checked to make sure it hadn't come loose as they suddenly started experienced pain in their back one day about three weeks ago. The pain the consumer was experiencing wasn't new pain, it was the same pain the ins was implanted for, but it was just suddenly there one day. The consumer thought the pain would go away, but it hadn't and they were experiencing it weekly. Stimulation was still being felt and was confirmed to be on as the lightning bolt was in the upper right hand corner. There were no traumas or falls reported related to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.